Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total vag hyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced migraine ("killer migraine"), headache ("constant headache since 6 months after implant") and rheumatoid arthritis ("ra") and was found to have hepatic enzyme increased ("liver enzymes gone up"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed in 2019. At the time of the report, the medical device removal, migraine, headache, rheumatoid arthritis and hepatic enzyme increased outcome was unknown. The reporter considered headache, hepatic enzyme increased, medical device removal, migraine and rheumatoid arthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total vag hyst') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced migraine ("killer migraine"), headache ("constant headache since 6 months after impant") and rheumatoid arthritis ("ra") and was found to have hepatic enzyme increased ("liver enzymes gone up"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed in 2019. At the time of the report, the medical device removal, migraine, headache, rheumatoid arthritis and hepatic enzyme increased outcome was unknown. The reporter considered headache, hepatic enzyme increased, medical device removal, migraine and rheumatoid arthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: medical device removal event was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.